Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The consultant suggested that the out of range (oor) lead readings were daily measurements that occurred prior to implant with the device out of storage mode and out of the pocket. The consultant also suggested the oor lead measurements could be due to oversensing due to electromagnetic interference (emi) from the electrocautery and recommended checking for a lead safety switch (lss) on the daily measurements. The caller will also check for emi. The device remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this device had been programmed out of storage mode one day prior to implant. At implant, during the initial interrogation, lead impedance measurements were greater than 2000 ohms. During the implant procedure, the device was outside the pocket and was connected to the lead system. Electrocautery was used for the procedure; although, it was not active at the time the device was connected. The patient became asystolic and there appeared to be pacing spikes on the monitor, but no capture. The device was programmed to electrocautery mode, thinking that the device was oversensing the cautery tools; however, there was still no capture. Next, the device output was increased to 6.0v and still no capture was noted. A temporary pacemaker was utilized to provide therapy to the patient and then the device began pacing and capture was reported. No adverse patient effects were reported.